Event description:
Medtronic received a report that the coil was not able to be detached. The physician attempted to detach the coil with the detacher two times. The physician did not try to detach with another instant detacher. There were two manual attempts to detach via hypotube. The reported device and any accessory devices prepared as indicated in IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the p-com with a max diameter of 7mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition- the axium coil device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found loose within the coupler tube. This is indicative of detachment attempts using an instant detacher at this location. The break indicator was found intact. There is no evidence of manual detachment at this location. The axium pusher was found kinked at ~6.8cm from the proximal end. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. No damages were found with the implant coil. Testing/analysis ¿ the axium implant coil failed to detach when the actuator interface was pulled. Manual detachment by breaking the break indicator and retracting the release wire also failed to detach as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no issues and no resistance encountered. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the lumen stop and under the ptfe shrink tubing causing the coin to become stuck within the lumen stop. The pusher was found kinked. It is possible the pusher became bent when attempting to advance against resistance or damage during return shipping to medtronic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.